Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not cool down patient tank to 14 degrees during procedure. After 30 minutes, the device started to drop to desired temperature. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The cooling and heating functionalities were checked and the unit was found to be working within manufacturer specifications. Subsequent functional verification testing was completed and the unit was returned to service. Based on the above, it cannot be ruled out that the root cause of the reported event can be due to procedure/circuit-related factors such as tubing length (must not exceed five meters) or due to the simultaneous activation of cardioplegia and patient circuit cooling that reduces cooling performance of patient circuit.